Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Unable to determine exact location of fracture due to severe explant damage. Concomitant medical product: addr01 ipg, implanted: (B)(6) 2012.

Event description:
The lead was returned to the manufacturer with no information, was analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.